Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a motor error alarm from her insulin pump during bolus. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The insulin pump was not exposed to a strong magnetic field. The insulin pump was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer declined to discontinue use of the insulin pump. The product is not being returned. Nothing further was reported.